Manufacturer narrative:
Additional information received reported that the patient's medical history also includes lower extremity peripheral artery disease. Correction: patient weight updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: ha-18-114, sn #: unknown, ubd: unknown, UDI #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Heli-fx endoanchors were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. A non-medtronic (zenith) stent graft system was implanted on the same day. It was reported that 5 days later, the patient was admitted to the hospital for acute exacerbation of copd with respiratory failure. Following a subsequent reintervention procedure on (B)(6) 2019, the patient had acute respiratory failure with hypercapnia. The patient was treated with medication and recovered with treatment. The investigator assessed the event as related to the index / reintervention procedure, not related to the device. It was noted that the acute respiratory failure event was likely linked to sedation for the reintervention. No additional clinical sequelae were reported and the patient is fine.